Event description:
Boston scientific received information that this patient had a cardiac arrest and was later seen in the hospital. The battery voltage was 2.55v and the charge times were 24.6 seconds which lead to the declaration of elective replacement indicator (eri). The device remains implanted at this time. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.